Manufacturer narrative:
The user guide states "you should avoid activities which could expose your system to temperatures below 40ºf (5ºc) or above 99ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer repeatedly exposed the pump and insulin to high temperatures of 115 degrees fahrenheit. Subsequently, the customer reported that the insulin was unable to successfully manage customer's blood glucose (bg) level. Bg values were not provided. Tandem technical support instructed the customer to try not to expose the insulin to extreme temperatures. Customer acknowledged. Reportedly, the customer completed cartridge changes to address the issue.